Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead electrical parameters were deemed acceptable by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion secondary to high output. It was also reported that the right ventricular (rv) lead exhibited high thresholds and thresholds fluctuations. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.